Manufacturer narrative:
(B)(4). The device was returned to baxter, and the eval is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The "air-in-line" alarms were confirmed through an event history log review. The ultrasonic sensor was found to be out of specification and has been replaced.

Event description:
During eval of a returned spectrum infusion pump, 25 occurrences of "air in line" alarms were identified in the history log which indicates a potential malfunction of the device. No additional info is available.